Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead could not be inserted into the header's rv port. The lead was not used. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood tissue. Electrical testing was normal. Visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event.